Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including all pacer, sync cardioversion, shock testing, ECG testing through pads/leads, and patient impedance testing without duplicating the report. A visual and internal inspection found no discrepancies. The device was recertified and returned to the customer. None of the accessories used during the event were returned as part of this investigation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed an unspecified "pacer fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.